Event description:
It was reported that a el314 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the surgeon wanted to gain better access and wanted to rotate the shaft. This feature however did not work. He also noticed that the clips were not formed properly when closed. The case was completed with another clip applier. There was no consequence to the pt.